Event description:
The customer contact reported the patient received more medication than intended. The device was programmed to deliver an unspecified concentration of heparin at a rate of 14ml/hr. No further programming parameters were provided. After approximately 1 hour, the nurse noted that 150ml of heparin had been delivered. There were no reported adverse patient effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.